Event description:
I have used the freestyle libre 3 plus for 9 months and the sensors are to be replaced every 15 days. During 9 months 3 sensors have made it 15 days. I have asked for approximately 13 replacement sensors. Today when I called with 3 that fell off in less than a week and 2 in less than 2 days and 1 that never initialized, I was told I was on the watch list and would not receive replacements and I could call back in several months. I was being accused of stealing or wanting free sensors. What I demand is a sensor that lasts for 15 days as advertised. These are very expensive and after insurance they cost me $250 for 6. In this case 4 did not perform. I follow the instructions. I shower, do not use lotion and clean the area with alcohol swabs prior to applying. When the sensor works it works well but there is clearly an issue with the adhesive and the amount of adhesive (a design flaw). I called abbott back a short time later after making the complaint to the FDA and was told someone would take the complaint. Either the advertising needs to change, the adhesive improved or the time the device lasts shortened. 3 devices in 9 months worked correctly. Pt code: 4582. Device codes: 2907, 2292. Reference reports: mw5179784, mw5179785, mw5179786, mw5179787, mw5179788.